Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Additional information was received that lead revision was performed. The device was electively explanted during the lead revision. A new device was implanted successfully. There were no adverse patient effects reported. The leads remain implanted. There were no adverse patient effects.

Event description:
--

Event description:
Boston scientific received information that noise was observed on the right ventricular (rv) lead that resulted in pacing to be inhibited with asystole. Oversensing was also present however, there was no inappropriate therapy. Patient noted being in atrial fibrillation (af) and is essentially pacer dependent. A venogram was going to be performed. Tachy therapy was turned off until lead revision performed. Patient has life vest. A request for lead status has been sent.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, pin gauge testing verified that the right ventricular (rv) lead ring leaf spring was out of specification.